Event description:
Customer complaint - limited data available. The customer count that the wrist cuffs were not accurate. They took the device to their cardiologist and it read 155 over 110 vs their tests at 110 over 75. They did this several times over the last few months and tested again with new batteries.

Event description:
Customer complaint - limited data available. I have found the wrist cuff is not accurate. I took the device to my cardiologist and it read 155 over 110 vs their tests at 110 over 75. We did this several times over the last few months and tested again with new batteries.